Event description:
A pharmacist reported to baxter (B)(4) of a 250ml eva bag in which some impurities of around 1-5 colored granules and some colorless plastic threads were discovered in the bag after completion of mixing tpn. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: two companion samples were received at the plant for evaluation. The reported condition of "a 250ml eva bag in which some impurities of around 1-5 colored granules and some colorless plastic threads were discovered in the bag after completion of mixing tpn" was not confirmed. A root cause was not identified. The bags were filled with sodium chloride and inspected thoroughly for particles. No impurities were discovered. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Companion samples were reported to be available for evaluation. If the companion samples are received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.